Event description:
It was reported that this lead was explanted due to unknown reasons. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to it was exhibiting high pacing threshold measurements. The lead was functioning appropriately, but the physician decided to replace it for better pacemaker battery life. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field: (B)(6).

Event description:
It was reported that this lead was explanted due to it was exhibiting high pacing threshold measurements. The lead was functioning appropriately, but the physician decided to replace it for better pacemaker battery life. No additional adverse patient effects were reported.